Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The foot retraction problem was not confirmed. The investigation was unable to determine a conclusive cause for the foot retraction problem; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to a procedure to implant an impella device, suture placement was attempted in a common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, there was difficulty with retracting the foot plate. The lever was returned to its original position, but the foot remained open. The device was removed with force from the patient. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 10f or 12f and the impella procedure was completed. The two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.